Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1-customer name-(B)(6).

Event description:
The customer reported water invasion during a gastroscopy diagnostic procedure involving an olympus video system center. There was no patient injury reported.